Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The french health authority reported that a patient experienced toxic anterior segment syndrome two (2) to five (5) days after having an intraocular lens (iol) implanted in their eye. This is one of two files for this facility. Additional information has been requested.